Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a peripheral intervention using a 6f sheath. Reportedly, there was no issue flushing the marker lumen during preparation. After insertion, blood did not come through the maker lumen; it came through the quick cut area on the device. The device was removed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported 'after insertion, blood did not come through the maker lumen; it came through the quick cut area on the device' could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported obstruction of flow marker lumen was not confirmed. However, the device was flushed through the marker port for the reported leak. The fluid was observed exiting through the marker lumen. There was no leak observed coming through the quick cut. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported 'back-flow of the blood was noted through the quick cut mechanism' appears to be related to over insertion of the device into the vessel which would allow blood to flow through the proximal guide and exit the quick cut area. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.